Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not seal since start of the surgery. There was no energy delivery, and no regrasp alarm but there was an end tone. The tissue had so much blood. There was no patient injury.